Manufacturer narrative:
B.3. Event date: estimated based upon study end year. Citation: ding, x.,wang, l.,liu, q.,chen, s.,jiang, r.,yu, l.,zhang, p.,lin, j.,sun, y.,sheng, x.,fu, g.,zei, p. C.,jiang, c.. Use of intracardiac echocardiography in vein of marshall ethanol infusion for ablation of persistent atrial fibrillation. Heart rhythm. 2024. 21:274 through 281.

Event description:
It was reported via literature that patients experienced pericardial effusions. This study retrospectively enrolled 74 consecutive patients with persistent atrial fibrillation (af) who underwent vein of marshall (vom) ethanol infusion followed by catheter ablation between (B)(6) 2022 and (B)(6) 2023. Antiarrhythmic medications were discontinued for greater than 5 half-lives except for amiodarone, and all procedures were performed with an uninterrupted direct oral anticoagulant. The target activated clotting time was between 300 and 350 seconds throughout the procedure. Patients underwent ablation under conscious sedation with midazolam and fentanyl. A non-boston scientific (bsc) electrophysiology catheter was positioned in the coronary sinus (cs). After transseptal puncture under intracardiac echocardiography (ice) guidance, a voltage map of the left atrial (la) was performed with a non-bsc catheter. Using a low-voltage threshold of 0.5 mv. After identification via cs venography, the vom was cannulated with a non-bsc angioplasty guidewire followed by a 1.50 - 2.50 mm over the wire (otw) boston scientific balloon. The balloon was inflated at 400 - 600 kpa, and then the guidewire was removed; 0.5 ml of contrast medium was injected through the balloon wire port to verify complete occlusion. About 2 ml of 98% ethanol was slowly delivered into the vom over 1 minute. Then, vom venography was performed to assess any leakage of angiographic contrast back into the cs. Up to 10 ml of ethanol was delivered slowly at a rate of 1 - 2 ml/min, followed by vom venography repeatedly. Ice was used to detect increased echogenicity at the ridge and echogenic streaming in the la, typically using the right atrial or the right ventricular view of the lateral la. Ice was used to assess for any pericardial effusion along the lower ventricular border and posterior la before and after vom ethanol infusion and at the end of the procedure. Pericardial effusion was detected in 6 patients by ice after vom ethanol infusion. One patient developed clinically significant pericardial effusions and required pericardiocentesis during vom ethanol infusion.